Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. During device upgrade procedure, the lead exhibited insulation anomaly. The lead was capped and replaced. The patient was asymptomatic prior, during, and post operation.